Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The insulin pump will need to be returned for analysis. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarm was noted for a compromised force sensor system. The insulin pump passed the basic occlusion test and displacement test. The insulin pump had a cracked case near a display window corner, scratched reservoir tube window, cracked reservoir tube lip, broken battery tube threads, bleeding display glass, stained address and serial number label and a stained end cap sticker.